Event description:
The customer reported experiencing heavy bleeding after inserting the adc freestyle libre 2 sensor. The customer further reported that their blood glucose was affected due to a faulty sensor and third-party treatment of insulin (type/dose unknown). No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected the sensor and no issues were observed. The sensor plug is properly seated. Upon visual inspection of the sensor plug, no failure modes were observed. No malfunction or product deficiency was identified. Sensor pack and applicator were not returned. If the remaining products are to be returned, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section a-2 (age at time of event) was incorrectly documented in the initial MDR report. On 23-jun-2021, adc was made aware of the customer's date-of-birthday. This section has been updated with the provided information.

Event description:
The customer reported experiencing heavy bleeding after inserting the adc freestyle libre 2 sensor. The customer further reported that their blood glucose was affected due to a faulty sensor and third-party treatment of insulin (type/dose unknown). No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing heavy bleeding after inserting the adc freestyle libre 2 sensor. The customer further reported that their blood glucose was affected due to a faulty sensor and third-party treatment of insulin (type/dose unknown). No further information was provided. There was no report of death or permanent injury associated with this event.